Manufacturer narrative:
A sample is not available for evaluation. The customer returned a photo of the used device which showed the broken syringe flange. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although the photo confirmed the customer's indicated failure mode, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that while a surgeon was injecting a medication with a 20 ml bd¿ syringe with bd luer-lok¿ tip, one of the flanges broke and lacerated his hand. The source patient and surgeon went through the facility's protocol for a potential blood born pathogen exposure.